Event description:
Yellow leakage into bed next to tpn filter site. Sterile gauze wrapped around filter temporarily to determine if leak was coming from filter. Gauze became wet with tpn. Ped surgery and pharmacy notified. New fluids ordered and hung until 2100 tpn.